Manufacturer narrative:
D10: 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 (B)(6). 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t (B)(6). 200-02-32 - three peg patella 32mm (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7 (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a left tka, underwent a revision procedure. The surgeon contacted the patient requesting they get a poly swap. The previously implanted poly was explanted and replaced with a different size. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return as the hospital would not release them. No device images were able to be obtained. No further information.